Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient had two infusion sets that got disconnected from the site at the quick release while sleeping. This issue occurred with first set about three weeks ago at work from the day of this report and then the pump fell out of the patient's pocket. This issue occurred the second time with the set at the night and the patient woke up with ketone levels in the blood and blood glucose level was 450 mg/dl. The site location was at the upper back buttock and the pump was clipped to the shorts. The infusion had been in use for more than two days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.